Manufacturer narrative:
The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation or the patients anatomy, and not a malfunction of the device. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. Explant of one valve and implant of another valve may result in complications. If there is an allegation that a serious injury is related to the valve exchange or there is an alleged malfunction of the device that led to serious injury or death, the event is reportable. In this case, there was no allegation that a serious injury was related to the valve exchange or malfunction; however, one of the sutures broke while seating the valve and there was a missing pledget. The surgeon searched for the pledget but could not find it. While replacing the broken suture, a hole was accidentally made in one of the leaflets. The valve explanted and replaced with another valve. The postoperative course was complicated by stroke. The device was not returned for evaluation, as devices for complaints without an indication or allegation of product malfunction will not be requested for return. The root cause of this event cannot be conclusively determined. However, it is likely that patient related or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via implant patient registry that a 25mm aortic valve was explanted at implant due to leaflet damaged accidentally by the surgeon. Another 25mm valve was implanted. Patient was discharged in stable condition on pod #8. Per medical records the patient presented with severe mr, bicuspid aortic valve, moderate as, moderate to severe ai, and dilation of the ascending aorta and underwent wheat procedure, mv repair, and laa exclusion. The surgeon placed valve sutures through the sewing ring of our aortic valve and seated it into position, tying sutures down tightly. The valve was seated well but one of sutures broke. The surgeon searched for the pledget but could not find it. As the surgeon tried to replace the suture, he put a hole in the left coronary leaflet. He decided to put a new valve in. In doing so the surgeon searched the entire ventricle and even opened the ra to make sure he was not missing it. The surgeon reseated a new valve before securing with cor-knots. The 28mm graft was then sewn to the stj before sewing the ascending and hemiarch grafts together. Post-op tee showed mild ai and mr. On pod #1 the patient developed right mca stroke and chb requiring dual chamber ppm on pod #4. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.